Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. All invasive procedures inherently involve some patient risks. The physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are described in the literature. Cases of myocardial perforation associated with the use of temporary trans-venous pacing catheters have been reported. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In this case no description of the patient¿s anatomy was provided; therefore, it cannot be determined if significant tortuosity or tissue fragility was present. Any perforation may cause significant bleeding/ injury. Careful repositioning and withdrawal of the catheter under fluoroscopic control is recommended. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that right ventricular perforation occurred during use of a pacing catheter during a tavr procedure. When the pacing catheter was placed in the right ventricular the blood pressure decreased to 50¿s mmhg and subsequently to 30¿s mmhg. Transesophageal echocardiography (tee) showed an increase of pericardial fluid and occurrence of right ventricular perforation. Immediately after performing pericardial drainage, the hemodynamic values became stable. Median incision was made to stop bleeding from the right ventricle. Hemostasis was achieved and tavr procedure was successfully completed. The patient was transferred to the ICU. The sapien xt valve was used for the tavr procedure but there was no report of an adverse event related to the thv components. Patient demographic information requested but unavailable. Device was discarded at the hospital.